Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that during a laparoscopic sleeve gastrectomy, the stapler, with a green reload, unknown buttressing material, unknown firing, fired but the two outer rows of staples, on the patient side, didn't form. Additional information was provided that the issue occurred on the fourth firing, and they were using buttressing material, they noticed it and got a new reload and new stapler. Case was completed without further incident. There were no patient consequences reported.